Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected battery out limit alarm. Blood glucose value was 500 mg/dl at the time of the incident. Troubleshooting for the high blood glucose value but the customer declined. Troubleshooting for the insulin pump was performed and the battery cap will be replaced. Nothing will be returned.